Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence which indicates a liberty select cycler/liberty cycler set product issue or malfunction caused or contributed to the patient event. The exact cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. Those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum. Additionally, peritonitis is a well-known complication and/or risk of undergoing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support requesting information regarding long drain times and during the call stated that they had an infection and had just received a new catheter. The patient reported having long drain times for two weeks but was not in treatment at the time of the call. Treatment data for (B)(6) 2019 was recorded during this call. Upon clinical review if the treatment data available, there is no evidence of any increased intra-peritoneal volume (iipv) in relation to the reported long drain times. There were no reported issues with any fresenius products in relation the reported infection or long drain times during pd treatment. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) indicated that the patient had peritonitis (date unknown) which was not related to any fresenius products. The nurse also stated that the long drain times were likely related to placement of a new pd catheter (not a fresenius product). Details surrounding the peritonitis event are unknown as the nurse declined to provide any additional information. No new information has been received despite multiple follow-up attempts.